Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of port placement, the guidewire and peelable introducer were allegedly twisted making both components unusable. The health care provider allegedly opened another kit and completed the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tunneler with a section of catheter, one .035 in x 45 cm guidewire, and one 6.5 fr dilator/introducer assembly were returned for evaluation. The bending of the introducer sheath tip, introducer/dilator assembly body, dilator tip and guidewire are consistent with difficulty during insertion of the dilator/introducer assembly resulting in deformation of the assembly which in turn resulted in the guidewire being drawn against the interior diameter of the dilator tip, causing deformation of both the dilator tip and guidewire but no definitive root cause was identified. Therefore, the complaint is unconfirmed for (B)(4) - damaged/defective guidewire/stylet and is confirmed for (B)(4) - ptfe intro damaged/defective sheath/intro. A possible root cause was determined to be damage to the introducer sheath tip during insertion, but the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The IFU states, "advance the vessel dilator and sheath introducer as a unit over the exposed wire using a rotational motion...note: placement may be facilitated by making a small incision to ease introduction of vessel dilator and sheath introducer."

Event description:
It was reported that during preparation of port placement, the guidewire and peelable introducer were allegedly twisted making both components unusable. The health care provider allegedly opened another kit and completed the procedure. There was no patient involvement.